Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 254 mg/dl prior to seeking hospitalization and 583 mg/dl at time of hospitalization. Customer treated high blood glucose levels with 11.8 units of insulin. During troubleshooting, customer found the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.